Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, 100% stenosed, proximal right coronary artery. The lesion was predilated prior to the attempt to stent. The 3.5x28 mm xience xpedition stent delivery system (sds) did not cross the lesion and during retraction resistance was felt with the guiding catheter that resulted in the stent implant becoming flared. Plain old balloon angioplasty was performed on the lesion for treatment. There was no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.